Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used sample was received for evaluation. The sample was filled and subjected to a functional test. After the clamp was opened and the pump was started, it was observed that the pump was not flowing. Upon visual examination white crystallized residue was found at the filter which was preventing the pump from flowing. Because the sample had been used, this residue is most likely a remnant of the original solution that the pump was filled with. Due to the occlusion caused by this residue, the flow rate of the pump was unable to be tested. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the pump was given to the patient on (B)(6) .2019 and should have been finished on (B)(6) .2019 in the afternoon, but finished infusing at 2100 on (B)(6).2019 instead.